Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker exhibited oversensing during an automatic threshold test. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing during an automatic threshold test. This pacemaker remains in service. No adverse patient effects were reported.